Event description:
Litigation papers allege patient suffers from pain, excess metal debris, failure to achieve proper fixation of components and infection. Update rec'd (B)(4) 2013- pfs and medical records received. Part/lot was provided. The dor was provided also. Revision operative notes indicate infection, extensive hypertrophic synovial tissue, minimal corrosion on the trunnion, osteolysis, and a migrated cup to an extremely vertical position. All products have now been reported. There is no new additional information that would affect the existing MDR decision. Records are available on the l drive for further review. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, the complaint is not product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.